Manufacturer narrative:
The device was returned to zoll (b(4)'s service department, the malfunction was duplicated and the digital board was replaced. The device was recertified and returned to the customer. The digital board was returned to zoll medical corporation, united states. The reported malfunction was observed and attributed to a damaged pad on a connector on the digital board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.